Event description:
Embarked on a trial of a new device (proxisure suturing device) for potential inventory supply. Initial two surgeons who used the device were unaware during the procedure of unintended deployment of the needle into patient's cavity. Post-operatively, the nurses had been instructed by representative of the manufacturer to count the cassettes that house the needles for the count, which was found to be correct. The needle in one patient was found during a sweep prior to closure. The other patient required taking back to the or the following day for removal of the retained needle found on post-operative chest x-ray.

Event description:
Embarked on a trial of a new device (proxisure suturing device) for potential inventory supply. Initial two surgeons who used the device were unaware during the procedure of unintended deployment of the needle into patient's cavity. Post-operatively, the nurses had been instructed by representative of the manufacturer to count the cassettes that house the needles for the count, which was found to be correct. The needle in one patient was found during a sweep prior to closure. The other patient required taking back to the or the following day for removal of the retained needle found on post-operative chest x-ray.

Manufacturer narrative:
The following elements have blank data.